Event description:
On (B)(6) 2012, the patient contacted animas alleging that the keypad buttons have been intermittently unresponsive for the past two weeks, and that the issue has gotten worse. The patient reportedly wears the pump in her pocket, and cleans the pump with a dry cloth. There was no reported patient impact as a result of the alleged malfunction. This complaint is being reported because the alleged keypad issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up arrow, down arrow and ok keypad buttons were intermittently responsive. There was evidence of contamination found under the key contacts. The ok key contact was found to be inverted. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.